Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device got stuck and unable to complete fire step when the surgeon tried to fire during laparoscopy. The surgeon was able to press the green button but was not able to squeeze the handle. They replaced by another stapler to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.